Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope head was loose and noticed excessive movement with the grips before a surgery. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event of a loose scope head and replicated the reported event of loose handles. The company service representative tightened the internal screws of the handles. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of a loose scope head could not be replicated, therefore the root cause is inconclusive. The root cause of the reported event of movement around the handles is attributed to a loose internal screw of the handles. How or when the screws became loose is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).